Event description:
Pt was scheduled for left knee surgery and was to undergo a spinal anesthetic. Spinal needle was being placed by the certified registered nurse anesthesist and it broke off at the hub. The anesthesiologist was called to the room for assistance. The needle was not visible from the skin and could not initially be retrieved using sterile forceps. The surgeon was consulted and a small incision was made in the skin and the needle was removed intact. The skin was closed with two sutures. An xray was taken to confirm all parts of needle were removed. The surgery was cancelled and pt went home.